Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code - e2301 alteration in body temperature.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, the patient¿s tandem insulin pump, which is also the patient¿s cgm receiver, read high mg/dl around 4:30am. Then, around 6:30am, the cgm was reading low mg/dl. No treatment by the patient was reported in response to either of these alerts. By 8:00am, the patient was found by her husband convulsing in bed. He tested the patient¿s bg meter reading which was 2 mg/dl while the cgm was reading low mg/dl. The patient¿s son called a volunteer emergency medical technician (as they live in a small town) and 911 for assistance. In the meantime, the patient¿s husband tried to treat the patient with maple syrup, but her jaw was locked, and she was still seizing. When the volunteer emt arrived, a glucagon kit was provided and administered to the patient by her husband. It was reported the patient¿s body temperature dropped and she was placed in a ¿bear hugger¿ (ultimately taking 4 hours to bring the patient¿s core temperature back up). Once 911 emergency medical services arrived, the patient¿s bg meter reading was tested again and was 79 mg/dl (after the glucagon injection). She was then transported to the emergency room. At the ER, the patient¿s bg level raised to 400 mg/dl and she was then treated with insulin. The patient was discharged home later the same day, around 345 pm. The patient¿s bg meter reading was 378 mg/dl at the time of discharge. The patient was sore and weak at the time of report. No additional patient or event information is available.